Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and spinal cord injury/spinal cord disease. The pump contained lioresal [2000 mcg/ml] at a dose of ¿250.2¿. It was reported the hospital called the representative and stated a patient¿s pump was alarming. The representative went to check the pump. The low and empty reservoir alarm had occurred. The patient stated he just moved to the area and did not have a physician that would refill his pump. The representative informed the nurse and physician assistant of the situation. The plan was to consult the doctor to see if he would refill the pump as the patient was supposed to stay in the hospital for another issue. The last time the pump was examined was (B)(6) 2017. The issue was not resolved at the time of the report. Surgical intervention did not occur, nor was it planned. The patient¿s weight was unknown. The patient¿s status at the time of the report was alive; no injury. No patient symptoms/complications were reported.